Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient experienced renal dysfunction with onset date of (B)(6) 2024. The renal dysfunction was not determined to be related to or caused by the device or device therapy. They suffered with acute kidney injury (aki) requiring continuous renal replacement therapy (crrt) then off of hemodialysis for several months.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remained ongoing until 09jun2025 when they expired due to ich. See MFR. Report # 2916596-2025-04666. The pump was not returned for evaluation. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), revision, rev. D is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.